Event description:
It was reported that during a navigation procedure the tip of the device broke off from the unit into the patient's pedicle. There were no adverse consequences to the patient or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure the tip of the device broke off from the unit into the patient's pedicle. There were no adverse consequences to the patient or significant procedural delays associated with the event.